Event description:
It was reported that during a tooth extraction the bur guard melted and the pt received a burn on the mouth which required sutures. The account has not released the hand piece to the manufacturer for eval.

Manufacturer narrative:
The account has not released the product to the manufacturer for eval. It was requested that pictures of the device be sent to the manufacturer, to date they have not yet been received.